Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, it was observed that six (6) tubes exhibited underfill. The specimen(s) needed to be recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues identified. Additionally, 10 retain sample were functionally tested for draw volume and all tubes tested were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.